Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: a review of the pump¿s black box data could not be conducted due to the moisture in the pump. The battery compartment was cracked, and there was evidence of moisture inside. There was also moisture on the interior of the battery cap, and behind the display lens. Due to moisture contamination, the pump was unresponsive. The leak test failed due to a battery compartment crack. The pump was opened and additional moisture was observed throughout the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the battery compartment was cracked and had moisture inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.